Event description:
It was reported that a four week old verilast knee replacement has caused knee swelling, stiffening, hives and pain for the recipent.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient is reported as obtaining a second orthopedic opinion. Therefore no further clinical assessment is warranted at this time based on the limited information provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.